Event description:
A report was received that following a revision procedure (MFR report number 3006630150-2020-00835), an infection was suspected at the ipg site. It was noted that patient had swelling on the same site. The patient was prescribed an antibiotics and was reportedly doing well.